Manufacturer narrative:
(B)(4).

Event description:
The device was returned for evaluation. An exterior visual inspection was performed and passed. A transmitter voltage test was performed and passed. Nordic bluetooth pairing tests were performed and passed. Global transmitter final functional tests were performed and passed. The data logs were downloaded and retrieved. Cgm inaccuracies were found in the log review on the issue date. The complaint confirmation of inaccurate values was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product was provided for evaluation. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.